Event description:
Event description guidant received information that during an attempted implant procedure the implantable cardioverter defibrillator (ICD) could not be interrogated and displayed a warning that indicated a device malfunction had occurred. The ICD implant was abondoned.